Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It is possible that the patient anatomy contributed to the reported slda; however, this cannot be confirmed. The increased mitral regurgitation (mr) is likely due to the slda. The investigation determined a conclusive cause for the reported difficulties cannot be determined. It should be noted that the reported patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda)and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mr with a grade of 4 and tricuspid regurgitation (tr) with a tr grade of 4. One clip was implanted on the mitral valve, reducing the mr to 1. Two clips were implanted on the tricuspid valve, reducing the tr to 2. The following day, on (B)(6) 2019, echocardiogram was performed. It was found that the clip on the mitral valve detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr increased to 4. The patient was kept hospitalized for a second mitraclip procedure. On (B)(6) 2019, one clip was implanted to stabilize the slda clip. The mr was reduced from 4 to 3. No additional information was provided